Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, it is likely that the reported malfunction (damage and cracks in the eyepiece) can be attributed to user error, improper handling as well as application of excessive force; however, a definitive root cause could not be determined." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid optical laparoscope had a broken eyepiece. The issue occurred during preparation for use for a therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm or delay.